Manufacturer narrative:
Evaluation summary: we couldn't investigate.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Model epk-i5500c-us is available in the USA with a 510k number k190805.

Event description:
No network connection possible. No factory setting possible. Dicom cannot be switched off. No access to data storage. Info touch display: "cannot be carried out because communication is currently in progress". Data can be stored on an usb stick. Sold date 2021-09-20, installation on 2021-09-30 was successful. This event occurred at the time of before use. There was no report of patient harm.